Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 109", "defib fault 80", and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.